Event description:
After treatment of a left coronary main restenosed stent lesion, with a 3.0 x 10 mm cutting balloon, the physician repositioned the catheter into a restenosed stent located in the obtuse marginal, both with good angiographic results. Physician then placed a 3.5 x 15 mm cutting balloon into the left coronary main to further open the artery. Two inflations were made in the distal portion and then two more inflations were made in the proximal portion of the left main stent site. An attempt was made to remove the catheter, however, the catheter met with resistance, and would not move. Physician discovered that the balloon was stuck in the stent. Several attempts were made to dislodge the balloon from the stent to no avail. The physician then used aggressive force to dislodge the balloon. The balloon snapped leaving the distal half of the balloon (with atherotomes) lodged within the stent in the ostium of the left main. Several attempts were made to remove the balloon fragments from the stent to no avail. The pt remains in stable condition.